Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm resulting in pump stoppage was confirmed. The system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 4 days (dates not recorded). At 108 days 14 hours 16 minutes the voltage dipped to 12v while showing a power cable disconnect alarm. The next event showed the clock reset to 0 with the pump stopped, indicating alarms for low speed advisory, low speed hazard and low flow hazard. The pump returned to operating above the lsl within a minute of being reconnected to power. Outside of that event, the pump maintained a speed above the lsl without issue while the driveline was connected. There were no other notable alarms active in the log file. The root cause for the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses the various ways to power the heartmate ii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04551. It was reported that the patient experienced a pump stop caused by a total loss of power to the controller, resetting the internal clock of the controller back to zero. Both power leads on the controller were disconnected. A lone power elevation of 9w was noted in the log file but was not sustained and was transient.